Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer's blood glucose was 330 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump, revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
During motor rewind, the unit returned a pump error 38 due to corrosion on the home motor switch. Further examination of the unit¿s interior reveals previous moisture presence and corrosion on electrical board around the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the pump error 38. Device received with a horizontal crack in the battery threads. A piece of the left belt clip rail broke off, and the middle (enter) keypad button is cracked.